Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the catheter was found to be leaking prior to use. According to the report, the doctor used a new device to complete surgery. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, and preimplantation testing. However, it did not meet the requirements for reflux, and pressure flow testing. It also did not meet the requirements for leak testing due to a tear in the top of the inlet. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also cautions that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ approximately 91 cm of the peritoneal catheter was returned. It met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.